Event description:
Reportedly, the sales resp was called by the center as the patient with the device had been taken to the hospital emergency room for arrhythmic storm. In the emergency room the physician had to externally cardiovert the patient because the device was delaying delivering the shock. Upon checking the device, the alert 62 was displayed. Upon checking by me the battery voltage was found to be 2.70 v so close to the rrt i.e. 2.62 v, but the longevity estimate indicated 5-7 years. Investigating the longevity graph, which is present in one of the attached photos, it seems to have not updated the voltage value indicating in the graph a value of about 3 v as in the 12:26 p.m. Follow up on (B)(6) 2024. The doctors, considering the many shocks delivered and the voltage of the battery, decided to make replacement of the device. The device has been explanted.

Manufacturer narrative:
Review of the provided patient files dated (B)(6) 2024 led to the following observations: - the battery voltage was measured at 2.70v on (B)(6) 2024 and time to rrt estimated between 5 and 7 years. - since (B)(6) 2024, right ventricular lead impedance and rv/svc coil continuity were stable within normal range (around 450 ohm). - no abnormal consumption is recorded. - since the device implantation, 83 charges (including 63 completed charges) and 52 shocks occurred. 51 shocks were delivered on (B)(6) 2024, due to patient condition (rhythmic storm between 12h11 and 12h39). During the rhythmic storm, 10 successive charges and shocks occurred between 12h34 and 12h39: 3 charges were very long due to hardware saturation during the high number of consecutive charges: - 2 charge times at 39s, - and 1 charge reached the 40s time-out, triggering the alert [a24] and the warning [62] ¿excessive charge time detected¿. The battery voltage at 2.70v measured on (B)(6) 2024 is consistent with the 83 charges that took place since the implantation performed. The residual longevity is updated 14 days after the last charge. This is the reason why the estimated longevity has not been updated on (B)(6) 2024. Normal battery depletion occurred. The ICD was explanted on (B)(6) 2024 and returned for analysis. - upon reception, the returned device was interrogated: ¿ ventricular channel was with 2,1 v amplitude, and 0.38ms pacing pulse width; ¿ proper sensing, pacing, charging and shocks operations were observed; ¿ no overconsumption was observed during consumption measurements by telemetry ¿ battery voltage was measured at 2,89v (after the explantation and the intensive sequence of charge & shock, the battery was able to retrieve some capacity) - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test : no significant error considering the battery voltage at reception. Based on available data no issue is suspected on the device

Event description:
Reportedly, the sales resp was called by the center as the patient with the device had been taken to the hospital emergency room for arrhythmic storm. In the emergency room the physician had to externally cardiovert the patient because the device was delaying delivering the shock. Upon checking the device, the alert 62 was displayed. Upon checking by me the battery voltage was found to be 2.70 v so close to the rrt i.e. 2.62 v, but the longevity estimate indicated 5-7 years. Investigating the longevity graph, which is present in one of the attached photos, it seems to have not updated the voltage value indicating in the graph a value of about 3 v as in the 12:26 p.m. Follow up on (B)(6) 2024. The doctors, considering the many shocks delivered and the voltage of the battery, decided to make replacement of the device. The device has been explanted.